Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01449. Additional information received identified the subject experienced weakness, clumsiness and numbness/pain below the level of the implant. In addition, on the second day after the trial procedure the subject felt increase in pain in the lower buttock area which stopped on the same day after a few hours. Overall the patient expressed satisfaction with the trial results.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01449. This report is in reference to a clinical study patient. It was reported the patient was receiving insufficient therapy due to lead migration. As a result, the patient's leads were repositioned. Repositioning the leads resolved the patient's issue prior to completion of the trial.